Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve, implanted for an unknown duration, underwent a valve-in-valve procedure due to aortic regurgitation secondary to structural valve deterioration. The patient presented with dyspnea on effort. A 23mm non-edwards transcatheter valve was implanted in replacement. The patient status was reported as recovered. The device was not returned for evaluation as it remained implanted. The device was originally implanted to correct aortic stenosis. No further information was provided by the doctor, such as model number, serial number, implant duration, or the patient medical history.